Manufacturer narrative:
The device was returned to olympus for evaluation where service was unable to confirm the customer's complaint. The unit was tested on two different video processors and burned in for more than four hours; no problem was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since indication phenomenon was not reproduce, it is probable that the temporary stain on the electrical contact area and foreign matter attachment caused contact failure, and the image was no longer displayed or the image became dark because the processor and the camera head could not communicate. The following is included in the instructions for use which cab prevent the event: "wipe off the electrical contacts, optical connections and surroundings of the video connector with dry gauze and connect to the camera control unit when it is sufficiently dry. Also, make sure that the electrical contacts and optical connections are clean before connecting. If the electrical contacts and optical connections are used while they are wet or dirty, the equipment may be damaged, and the safety of the patient or operator may be jeopardized." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported to olympus that the device was not displaying an image. No patient involvement or injury was reported. No additional information has been obtained.